Event description:
It was reported that customer received an altitude alarm that could not be cleared temporarily. Reportedly, customer's blood glucose level was impacted (slightly elevated).

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.